Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the charge-coupled device (ccd) unit and/or ccd cable was damaged from an unknown factor. The event can be detected/prevented by following the instructions for use which state: ¿ the endoscope may be damaged by some external stress or excessive bending stress on universal cord or insertion section. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Caution do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope displayed e311 and e931 error. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed, the videoscope displayed no image. The image disappeared while moving the universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated and there were few findings. The distal end cover was damaged. The bending section cover was separated. The connecting tube and universal cord had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.